Event description:
A report was received that the pt was experiencing redness, swelling and warmth at the pocket site. The physician indicated that it might be a sign of infection and prescribed the pt keflex.